Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads with the same lot number. It was reported the pt is not receiving stimulation due to auto-reducing. An sjm rep met with the pt for troubleshooting. Diagnostics revealed invalid impedances. X-rays revealed a lead fracture. A CT scan was ordered and the pt was referred to a neurosurgeon to determine the next course of action.